Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer (fse) reviewed the reported issue where the keyboard was not functioning after the system upgrade and noted that similar incidents had occurred on multiple devices. The fse confirmed that the issue had already been resolved at the site by powering down the pyxis system, disconnecting the keyboard, waiting for a few minutes, restarting the unit, and reconnecting the keyboard after the application loaded. The fse verified that the keyboard was functioning after these steps, while noting that continued monitoring may be required to confirm a permanent resolution the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard was not working and customer tried to plug and unplug to fix issue, but it remains the same, the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event